Event description:
There were poor signals from one of the poles. The physician repositioned the catheter and we changed out the cable before opening a new catheter. The new catheter resolved the problem. The catheter was removed and the new catheter used without patient harm. Catheter was saved for the manufacturer.